Manufacturer narrative:
Sw 3.1e. On the event date (B)(6) 2021. Customer returned pump for an alleged motor error alarm. Unit passed displacement test, basic occlusion test and prime/a33 test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion test due to motor error alarm. Pump history download using thds was successful. Unit confirmed event date and time of alarm (B)(6) 2021 00:17:49 alarm #43 - alrm_motor_error occurred during manual prime. Motor passed motor test. Test reservoir lock properly inside the reservoir tube. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. The following were noted during visual inspection: cracked reservoir tube lip and missing endcap sticker. Confirmed motor error alarm loop during bolus delivery. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Drive support cap was normal. Customer was able to clear the alarm and rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the product.